Manufacturer narrative:
Review of the device history record supports that there were no non-conformances noted for any reason during the manufacturing of the device and the heart reference sensor met all requirements prior to release. The device is expected to be returned for evaluation; however, it has not yet been received. A supplemental report will be communicated accordingly once the device is received and evaluated.

Event description:
It was reported that the heart reference sensor (hrs) overestimated the blood pressure by approximately 20mmhg. The finger cuff was changed out but the problem persisted. The hrs was changed out and the issue was resolved. The event occurred during a demonstration so there was no patient involvement.